Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration of partial clip movement appears to be related to patient morphology/pathology due to the prolapse. The reported patient effects of recurrent mr and subsequent dyspnea appear to be related to the partial clip movement. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was hospitalized and a second mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, flail, and prolapsed leaflet. Two mitraclip xtr clips were implanted, reducing the mr to a grade of 1-2. On an unknown date in (B)(6) 2024, the patient returned with shortness of breath. An echocardiogram was performed and revealed that the first clip had partially detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (partial clip movement), increasing the mr to a grade of 4. On (B)(6) 2024, a second mitraclip procedure was performed, reducing mr to a grade of 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.